Event description:
The service report shows the customer alleged that the audible alarm volume was too low. The customer support engineer (cse) verified the reported condition and replaced the alarm assembly. The unit passed extended self testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.